Manufacturer narrative:
Plant investigation: a dialyzer from the reported lot was returned for evaluation. During gross visual examination, a delamination was observed to be extending from approximately 140° to 240°, with the ports at 0°, on the cavity ID end. There was also damage found on the threads near the observed delamination as well as damage found on the threads of the headers. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak was discovered upon initiation of a patient's hemodialysis (hd) treatment. Upon follow-up, the rn confirmed the blood leak was internal and occurred immediately after initiation of treatment. Blood was visually observed within the dialyzer housing near the hansen drain line. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was detected by the technician and treatment was immediately halted before blood reached the blood leak detector. Blood test strips were not used as the blood leak was visually noted. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak was discovered upon initiation of a patient's hemodialysis (hd) treatment. Upon follow-up, the rn confirmed the blood leak was internal and occurred immediately after initiation of treatment. Blood was visually observed within the dialyzer housing near the hansen drain line. The machine, a 2008t, did not alarm with a blood leak alert as the blood leak was detected by the technician and treatment was immediately halted before blood reached the blood leak detector. Blood test strips were not used as the blood leak was visually noted. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.